Event description:
Very tip of needle broke off when suturing vaginal cuff. Md noted it got sucked up by suction.what was the original intended procedure?total laparoscopic hysterectomy.device #1is this a laboratory device or laboratory test?no.